Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
The complainant reported that the advance 14 lp low profile balloon catheter was used for pre-dilation in the left sfa (superficial femoral artery) by crossover approach. The balloon ruptured at the nominal pressure value. Another device was used to compete the procedure, and there were no reported serious injuries to the patient as a result of the product problem.